Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed lesion was located in the non calcified and moderately tortuous proximal right coronary artery. The physician predilated the lesion with a 3.0x15mm non-bsc balloon. Then a 3.00 x 38 mm promus element plus stent was advanced but failed to cross the lesion. Upon removal from the patient, the stent was found to be flared. The procedure was completed with a different device. No complications were reported and the patient's status was good.